Event description:
It was later reported that the start date of intrathecal therapy was (B)(6) 2012. The device system was used to deliver morphine, bupivacaine and clonidine. The patient was also taking percocet. The patient had no symptoms other than pain control and was transferred to hospice due to a terminal diagnosis.

Event description:
It was reported that the patient had ascites and lymphedema in his abdomen and ¿so the position of the pump [she] thought had changed.¿ it was also noted that the patient was on hospice. The next refill was the first week of september. Initially it was stated the patient had baclofen in the pump. Then it was stated ¿the paper¿ stated bupivacaine.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter; product ID 8835, serial# (B)(4), product type: programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).